Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve (ID 828804pl) was implanted via vp shunt on (B)(6) 2022. The valve failure is unknown, however the valve was removed on (B)(6) 2022. It is also unknown if the patient experience any signs and symptoms.

Manufacturer narrative:
The certas valve (ID 828804pl) was returned for evaluation. Unique device identification (UDI):(B)(4). Failure analysis - the position of the cam when valve was received was at setting 4. The valve was visually inspected; needle holes in the needle chamber were noted. The valve was hydrated. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The user did not specify an event, deficiency, or failure of the device. No possible root cause can be determined. If we are made aware of any defect at a later date the possible root cause will be updated.